Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. During troubleshooting with tandem's technical support (cts), the customer reported seeing air bubbles in the patient line. Cts had the customer perform a system check and the occlusion was possibly related to the cartridge. Reportedly, the customer changed the cartridge as well as the infusion set to address the event and insulin delivery was resumed. The customer's blood glucose (bg) level was elevated (above 300 mg/dl); however, the exact value was not provided. The bg level was addressed with a manual injection. A follow up with the customer confirmed that the bg level lowered to 177 mg/dl.